Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: it was reported the needle was blocked. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team to aid in the investigation. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a slow flow. The photo provided shows the sample received. This defect could occur if there was a process variation during the lubrication application process. A device history record review was completed for provided material number 305933, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The setting and alignment of fixtures was correct. The flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: according to agile this part number k-09903-032, rev 15 in its attribute details is defined as "injection" which indicates that the component must allow continuous flow of the drug to be applied. Bd safetyglide needle¿ a single-handed, needle-based safety device that can be use with any size conventional syringe, per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very easy to obtain a substitute.